Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, a cause for the reported difficult or delayed positioning associated with leaflet grasping and difficult to remove from the anatomy resulting in the reported unspecified tissue injury cannot be determined. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with triclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 and enlarged atrium. A first clip, a triclip xtw (50707r1004), was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw (50707r1003) was then inserted, and grasping was performed. However, difficulties grasping the leaflets occurred, and while performing independent grasping, the clip became caught in chordae. Troubleshooting performed, and the clip was able to be removed from chordae. However, a small flail on the anterior leaflet was observed. Therefore, the clip was removed from the patient. No additional clips were implanted, and the tr remained at a grade of 3. There was no clinically significant delay in the procedure.